Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male patient who used super poligrip original as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1990, the patient used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the patient experienced nerve damage. Treatment with super poligrip original was discontinued. At the time of reporting, the outcome of the event was unknown. No specific injuries were identified at this time. According to the legal complaint, the patient experienced neurological disorders. The patient "suffered, and continues to suffer from severe mental and emotional injuries, including, but not limited to severe emotional distress, depression, anxiety, worry and anguish." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on (B)(4) 2011, via fact sheets completed by the patient and/or the patient's attorney. Fixodent original and fixodent free (with zinc) were used from 1990 until (B)(6) 2010, used one to three times per day, one-half of a 2.4 ounce tube a week. The patient had concerns about the zinc in fixodent. Zinc-free poligrip was used from (B)(6) 2010 until present time, used one to three times per day, one-half of a 2.4 ounce tube a week. The patient experienced neuropathy, hyperzincemia, worsening numbness in extremities, worsening tingling in extremities, increased pain, and hot flashes. Symptoms began in or around 2001 to 2002. This case has been upgraded to medically serious by gsk.